Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it found spontaneously removed the day after the patient's implantation. It was stated that the cuff damage found, due to same lot as (B)(6), returned for red slip processing. It was stated that the spontaneous removal found the next day after patient indwelling. Cuff breakage found, due to the same lot as (B)(6), returned for red slip processing. It was stated that no failure event (balloon breakage). The 11 unused cuffs of the same lot as (B)(6) were drafted as the hospital wished to return them. The hospital asked us to investigate if the same event occurred.

Event description:
It was reported that it found spontaneously removed the day after the patient's implantation. It was stated that the cuff damage found, due to same lot as pir44081806, returned for red slip processing. It was stated that the spontaneous removal found the next day after patient indwelling. Cuff breakage found, due to the same lot as pir44081806, returned for red slip processing. It was stated that no failure event. The 11 unused cuffs of the same lot as pir44081806 were drafted as the hospital wished to return them. The hospital asked us to investigate if the same event occurred.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.